Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited loss of capture resulting in double counting of wide qrs. No intervention was performed. Further information was requested however, was not provided.